Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a surgery had been performed on (B)(6) 2022, the patient experienced an infection. This adverse event was solved with a revision surgery on (B)(6) 2022. It is unknown the current health status of patient.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a surgery had been performed on 20-jan-2022, the patient experienced an infection. This adverse event was solved with a revision surgery on (B)(6) 2022. It is unknown the current health status of patient.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of extensive use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.